Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that when they attempt to power the unit on, the unit alarms with blank screen and the alarm led (light emitting diode) is flashing. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the power management board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.